Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal device was inserted into the insertion sheath, the device became and did not advance any further. The device was then withdrawn and successfully removed. Manual compression was applied to achieve hemostasis successfully. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. The size of the sheath ancillary used was 6fr. It was reported that the patient had to no health damage.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 6f angioseal vip was returned to terumo medical corporation for evaluation. One unused carrier tube assembly was returned along with the hemostatic sheath and the arteriotomy locator. The guidewire was not returned. Blood like substances could be observed on all components. The locator, carrier tube assembly and sheath were checked for damages and deformations under a microscope. No anomalies were noted. The following measurements were taken: locator outer diameter - 0.0908" , sheath inner diameter - 0.094". All measurements were within the specifications defined in the engineering drawings active at the time of manufacturing. The locator and sheath were attempted to be mated for functional testing and some obstruction was felt during the mating action. It was found that viscous blood and tissue like substances and temporarily obstructed the cannula of the sheath. With minor force the locator was eventually able to be mated as the blood like substances slid out. No other material obstructions were noted. The carrier tube assembly and sheath were attempted to be mated and were connected without any difficulties with an accompanying audible click. Based on the evaluation of the device, the complaint cannot be confirmed for insertion difficulties. The device was visually, dimensionally and functionally tested and no anomalies were found. No other material obstructions were noted. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.